Event description:
It was reported that restenosis occurred. During percutaneous coronary intervention on (B)(6) 2006, 3.00 x 28 mm and 3.00 x 8 mm taxus stents were implanted at the ramus. The patient later presented with unstable angina and was referred for treatment on (B)(6) 2021. Loading doses of 324 mg of aspirin and 75 mg of clopidogrel was given prior to the procedure. Coronary angiography revealed that the target lesion, located at the ramus, was 90% stenosed and 26 mm long with a reference vessel diameter was 4 mm. Heparin or other antithrombotic medication was administered at the time of the procedure. Pre-dilation of the lesion with a 4.00 mm x 15 mm balloon resulted in 20% residual stenosis and timi flow of 3. Treatment with a 4.00 mm x 30 mm agent dcb was completed successfully with 20% residual stenosis and timi flow 3. The patient was discharged on aspirin and clopidogrel.